Event description:
Customer reported that the ventilator was cycling on a patient when the ventilator's breath rate dropped from the set rate of 20 bpm to 9 bpm. Ventilator was taken off the patient, patient was ventilated with an ambu bag and the ventilator was swapped out.